Event description:
Info received indicates when the pt positioning monitor is alarming, it will not send a nurse call.

Manufacturer narrative:
The facility's maintenance replaced the defective universal television board to repair the bed.